Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/13/2015 with the following findings: investigation revealed the display screen was dim and discolored. A battery compartment crack was observed. Unrelated to the display and battery compartment issues, the keypad was found to be damaged. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim display screen and battery compartment crack. This report is made based on results of the investigation performed on 06/13/2015.